Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 421 mg/dl which was treated with bolus. Customer stated that his reservoir only had 3 units left and the bolus wizard was recommending 3.9units. Advise customer to take manual bolus. The insulin pump will not be returned for analysis.